Event description:
It is reported that the pt implanted a catheter in (B)(6) 2011. Successful hemodialysis several month. (B)(6) 2012, the catheter out of the body. The cuff still in pt's body. The doctor had no extract the catheter. Pt is stable.

Manufacturer narrative:
The complaint of a detached surecuff nd heat sleeve is confirmed. Gross and microscopic examination confirm a complete separation of the surecuff/ heat sleeve from the catheter. Gross and microscopic examination of the surecuff show a large amount of blood and tissue residue imbedded in the dacron material. Observation of the ID of the surecuff shows the heat sleeve to be intact. A lot history review (lhr) is not possible, as no mfg lot number info has been provided by the complainant.